Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. Customer declined a system check with tandem technical support. Customer reportedly reverted to manual insulin injections for insulin therapy. The customer's blood glucose level was 120 mg/dl.